Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. The cycler passed the system air leak test. The pre-accelerated stress test 15 minutes 1000ml simulated treatment was performed without any failures or problems. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review did reveal issues or problems related to the reported symptom code(s). The production problem report revealed the front panel assembly replaced previously, in regard to the problem report which stated the recommendation to replace the inverter board. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during their peritoneal dialysis (pd) end treatment. Pressed the ok and stop keys, the screen was touched, but the screen remained blank. The ok and stop keys made a sound when pressed. Unplugged and rebooted cycler, the ok and stop keys lit up, but the screen remained blank. Unplugged the cycler again for 5 minutes and rebooted the cycler, the ok and stop keys lit up, but the screen remained blank. The patient contact tightened and rebooted, but the issue persisted. Switched the cycler on and there was sound when ok and stop buttons were pressed, but screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.